Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that they were experiencing drain/fill complications during treatment. A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported that the patient was diagnosed with touch contamination peritonitis in december (the exact date is unknown). The patient was treated with ip antibiotics. Culture report/medical records are not available. The patient is now on hemo dialysis due to not being a good candidate for peritoneal dialysis. The patient's chart is no longer available for review.